Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports of having high blood glucose and to be hospitalized and inquired on mode insulin pump needed to be in since healthcare professionals requested for insulin pump to be removed. Customer was hospitalized due to being a complicated diabetic per healthcare professional. Customer was advised and assisted in zeroing out basal settings. No further information provided.